Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the device has hardware errors 9.13 and 10:9. There was no reported adverse patient impact.

Manufacturer narrative:
This is a duplicate of emdr #1218950-2016-01819.